Event description:
On the initial report received by aso on 01/31/2025, the consumer stated that the adhesive did not stick and that he used four or five bandages. The outline of the bandages gave him an allergic reaction. On the completed consumer information report (cir) received on (B)(6) 2025, the consumer states that he applied the bandage, and his skin was red the following day. He went to urgent care and was prescribed prednizone. The redness disappeared after 5 days. The consumer states that the issue was with the tape area.

Manufacturer narrative:
As of 02/24/2025 aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening and ript test with no issues reported. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.